Manufacturer narrative:
This report is for one (1) unknown titanium locking screw. Part#, lot# and UDI # is not available. Initial implant procedure was sometimes in (B)(6) 2008. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown titanium locking screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery sometime in (B)(6) 2008 for treatment of a proximal femur fracture, where the trochanteric fixation nail system was used. Patient was implanted with one (1) cannulated trochanteric fixation nail, one (1) helical blade implant and one (1) distal locking screw. On an unknown date, post-operative, patient presented with pain, arthritis and avascular necrosis (avn) of the femur head. On (B)(6) 2017, surgeon removed all implants and revised the patient to a depuy total hip replacement. It was reported that no fragments were generated during implant removal. Removed implants were reported in good condition with no issues. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient was reported in stable condition. This report is for one (1) unknown titanium locking screw. This is report 3 of 3 for (B)(4).